Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that near the end of a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed and there was no patient injury reported.

Manufacturer narrative:
The replaced power supply and the logfile were provided for investigation. An oily substance was found inside the power supply, probably due to too much heat conducting paste applied during production. This led to a failure at the 12v line, which supplies the pgm (patient gas monitoring) module. All other components (e.g. The gas mixer and ventilator) are operating on 24v and were not affected. This was confirmed during logfile analysis. The pgm stopped its operation and the case was completed without gas monitoring in volume af mode. A visible and audible power fail alarm was generated. Against the complaint description no ventilator failure occurred and no ventilator fail alarm was given during the case in question. Furthermore no notable restriction of ventilation could be observed. Missing gas readings will be obvious to the user. As gas readings are not used for control purpose gas dosage will not be affected. The failure rate of the power supply is deemed acceptable.

Event description:
.